Event description:
The rptr indicated that the pt had neck surgery and before surgery the device was programmed to the aoo mode. After surgery, the device was exhibiting abnormal behavior and programmer displayed the backup reset message upon inquire. When attempting perform a backup reset, the rptr consistently got "communications lost" message. Bovie was used during neck surgery.